Event description:
The patient had not been getting good therapy results since implant despite the dose being increased to 792 mcg/day and therapeutic boluses. The patient¿s spasticity did not improve. On (B)(6) 2014, the catheter was replaced. The catheter was found to have poor flow. The device system was delivering gablofen. For subsequent events see manufacturer¿s report # 3004209178-2015-08954.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type: catheter. (B)(4).